Manufacturer narrative:
A device history review was conducted and confirmed that the device met specification prior to shipping. Hardness testing was done on the device and it passed specifications for the material. There are no plans for revision surgery at this time and the patient is recovering.

Event description:
While inserting the first screw the surgeon noticed the screw was no longer turning. Inspection showed that the tip sheared off and was implanted in the screw inside the patient.